Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable and pin was broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. Failure analysis also found the following: the instrument's conductor wire was dislodged. The conductor wire appeared to be loose and sticking out of the distal clevis. The instrument's yaw cable was derailed from the distal idler pulley. Failure analysis concluded that the dislodged damage was likely due to mishandling and misuse. The pin inside the distal clevis was broken, and a piece was missing that did not come back with the instrument. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions and a had a rough surface finish throughout the length of the tube. The distal end of main tube had various scratch marks with light material removal. The scratches were .08 - .20 in length and not aligned with the tube axis. Failure analysis concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and damage to the main tube if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure that a broken wire was observed on the permanent cautery hook instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.